Event description:
The customer reported that a patient's death occurred, due to alarms not sounding and the staff not responding immediately.

Manufacturer narrative:
The customer reported that a patient had an asystole event and subsequently expired, but no alarm provided at the central and no recording was generated or stored. The patient was described as a do no resuscitate (dnr) patient, whose outcome was not changed by this incident. A philips field service engineer (fse) went onsite and gathered logs, but was not able to test the telemetry device in use, as it was taken out of service. During his visit, the information center remained in use and was noted to be providing alarms for alarm conditions appropriately. Logs revealed that the alarm in question was provided at 09:50 am, and was silenced by a user with indications that subsequent alarm reminders were provided repeatedly until 10:43 am. The available information does not support that any device malfunction occurred.